Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut. The probe was replaced and the replacement probe did cut; however, it stopped every few seconds. The procedure was completed without replacing the probe again. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Probe 01: a review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The complaint evaluation does not confirm the probe did not cut. The probe functional performance testing met specification. The root cause of why the customer thought the probe did not cut cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Probe 02: a review of the related device history record associated with the reported lot number has been performed. The device history record reviews indicate that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint for the reported issue. One probe sample was returned for evaluation. The sample was visually inspected and was deemed conforming. Actuation testing was performed and was deemed nonconforming. The cutter would not fully close. Aspiration testing was performed and was deemed conforming. Cut testing was performed and was deemed conforming. The probe was disassembled and the components inspected. There was approximately 15 to 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when removing the inner cutter from the needle. Wear marks were present at the bend area and down the front of the inner cutter. The actuation test was repeated on the disassembled probe and the test was then deemed conforming. The complaint evaluation does not confirm the probe would not cut. The probe cut to specification. The complaint does confirm the probe did not initially actuate with the cutter not fully closing. The reason why the probe did not actuate sporadically during the surgery cannot be determined from this evaluation. Actuation testing can sometimes fail due to surgical material causing interference between the inner cutter and the outer needle during its surgical use, as evident by the marks at the cutter bend area and down the front of the cutter surface. When the probe is disassembled and the interference eliminated, the actuation testing is then found to be conforming the exact root cause for this complaint cannot be determined from this evaluation; therefore, specific action with regards to this complaint cannot be taken; however due to the number of probe complaints being received, an investigation has been completed along with action implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).